Manufacturer narrative:
(B)(4). A suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Event description:
It was reported that the patient underwent an unknown chest surgery on an unknown date and suture was used. The needle had been broken at the swage part after the package was opened. There were no adverse patient consequences reported. Upon evaluation of the returned device, the needle fracture was due to tensile overload.